Event description:
It was reported that the user experienced hyperglycemia when the ilet displayed glucose as low while a fingerstick reading was above 400 mg/dl, and the system did not deliver insulin for a meal announcement due to the low reading; the user disconnected from the ilet, applied a new cgm sensor, and used a prior insulin pump to deliver a corrective bolus. Symptoms included nausea. Outcomes included elevated blood glucose for more than two hours without hospitalization or professional medical intervention. Investigation included user follow-up, troubleshooting, and education. Investigation of this case revealed inconsistent cgm readings that affected insulin delivery decisions and the user¿s need to revert to backup therapy; the clinical team recommended a factory reset and reinforced meal announcement spacing of four hours during initial use. It was concluded that the cause of the hyperglycemia was unclear and that user education was provided.

Manufacturer narrative:
This regulatory report was voided due to duplicated report all information can be found on subsequent report.